Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen does not function. The customer is unable to change the parameters. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A field service engineer (fse) went onsite and was unable to duplicate the reported issue. The fse performed a calibration of the touchscreen as well. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.